Event description:
The customer reported that during a gastrectomy, oozing under 200cc occurred although an end tone, indicating a completed seal cycle, was heard. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.